Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while attempting to prime an administration set for tranexamic acid and normal saline infusions for a patient who was hemorrhaging, the tubing failed to prime. The patient had increased bleeding in the related delay of approximate 3 minutes. There was no lasting harm.